Event description:
It was reported that during the implant procedure, the lead had high thresholds and impedance. The lead was replaced with a new lead. It was also reported that after the lead was replaced the patient expired. The cause of death was requested and reported as electromechanical dissociation with the lead malfunction reported as not directly connected to the patient death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). The lead was not returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.